Event description:
Customer was getting high blood glucose results in the 200's mg/dl. The customers doctor adjusted pt's medication based on the device results. Amaryl was added to the customers medication. 3 1/2 hours after taking their medication they felt like their blood glucose level was low because they were shaky. Controls were out of range. A request was made for the return of the suspect device and replacement product was sent.